Event description:
It was reported that the patient felt in a different location of the body. It was noted that "every time the patient turned on the stimulation, it went to her legs and not her lower back, where it was needed." The patient stated that she saw her physician and manufacturing representative on (B)(6) 2012 and the device was "reset and everything was great." The patient further stated that "around that time, she went through theft security gates, but didn't notice any changes until she got home." It was noted that the patient's device was not on when she walked through the theft security gates. It was noted that the patient's symptoms began at implant and continued until the issue was "corrected" on (B)(6) 2012, and these same symptoms had been occurring for the past 1.5 weeks. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).

Event description:
Additional information received reported impedance tests showed normal results. Some reprogramming was done and the patient reported better coverage in her back. In general, it seemed there was some shift of stimulation into her legs which she did not like much and less in her back. It was noted the patient felt better at the end of the reprogramming and she had not been seen since the last reprogramming session. A follow-up report will be sent if additional information becomes available.